Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. The patient¿s post implantation symptoms are unknown due to limited number of medical records.